Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous mid left anterior descending artery. The physician advanced a 15mm x 2.50mm nc quantum apex balloon catheter. During the first inflation, the balloon ruptured at nominal pressure. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.